Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the patient age, weight, bmi, past medical and surgical history? What tissue layer was the silk suture used on during initial procedure nov 27? What post op date did the patient experience dehiscence? How was the dehiscence diagnosed? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Did the suture break after the second procedure on the same patient? What date was the third procedure for the same patient? What is the surgeon opinion as to contributing factors to the symptoms? Do you have any samples for evaluation? What is the current condition of the patient? Note: events reported via medwatch 2210968-2020-00523.

Event description:
It was reported that a patient underwent a volvulus operation on (B)(6) 2019 and suture was used. It was reported that the suture broke after sewing in volvulus operation. Another sewing operation was given, but it broke again. For both operations, the broken suture led to the dehiscence of the incision and bleeding. The broken suture knot was on one side and the broken suture body was on the other side. Another suture was used to sew again. The patient was discharged from hospital on (B)(6) 2019, with severe cough at home. Both operations showed full-thickness dehiscence, no infection and abscess, and bleeding. A suture breakage was observed at the incision, with a suture knot on the one hand and a suture without suture knot on the other. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: d4.